Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered an alert for high superior vena cava (svc) impedance. It was further reported that this had occurred approximately 3 1/2 years years previously and that it occurred again the following day. The alert settings were adjusted but the other parameters, therapies and detections were not adjusted. The lead remains in use. No patient complications have been reported as a result of this event.